Manufacturer narrative:
Additional information: section d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly successfully activated and is using the device. The recipient's vertigo symptoms are resolving. The recipient will be followed per center protocol. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient experienced severe vertigo following implant and was admitted to the hospital for a week. The recipient was reportedly transferred to a rehab facility. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.